Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: visual inspection noted: the device was in used condition, had been decontaminated, had a loose downstream occlusion seal, and the upstream occlusion sensor seal was worn. The tamper seal was present. An investigation of the event long showed multiple "cassette not attached properly" alarms. The first occurred on (B)(6) 2023 at 1:01:28 am after closing the latch. The customer's reported problem was duplicated. Performed a no disposable alarm test and passed. After removing the 100 ml disposable cassette, the pump then alarm "cassette not attached properly. Reattach cassette" when the latch handle was moved to the closed position. Root cause was attributed to a contaminated downstream occlusion sensor. A loose downstream occlusion seal likely contributed to the fluid penetration. No, service history review identified. This device was last serviced in (B)(6)2023 for, damaged/loose air detector and the current complaint is not related to previous service of the device. Replaced contaminated downstream occlusion sensor/bezel/seal, worn upstream occlusion sensor seal, keypad, overlay, rear label, damaged latch lock flex, and ground strips. The device passed all functional and delivery tests after the completed repairs.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "cassette not attached properly" message when disconnected. There was unknown patient involvement.